Manufacturer narrative:
Additional information: the medtronic pulmonary wedge catheter and a non-medtronic guidewire were prepped properly per the IFU guidelines with no issues. The pulmonary wedge catheter was being used to advance the non-medtronic remote pulmonary pressure monitor device. It was later reported that it is believed that the hemoptysis was related to the non-medtronic guidewire. The event was not caused by the medtronic pulmonary wedge catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: annex d code. Correction: annex b code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one hour post a non-medtronic remote pulmonary pressure monitor implant procedure the patient experienced hemoptysis. The patient was intubated and a bronchoscopy was performed which identified a clot at the site of perforation. The hemoptysis resolved without further intervention. The patient was hospitalized over night. The site did not treat the perforation or clot. The patient is currently fully recovered and has been discharged. The physician reported the likely cause of the perforation was the guidewire. A medtronic pulmonary wedge pressure catheter was also reported to have been used for the case.